Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was failing calibration for an alert 3. Per review of wo notes the actual value was around 800 ml. Discussed this was an indication of a failure of the circulation pump. Discussed 2000-hour service they requested a quote for the service and the loaner.